Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter and suffered heart block requiring a pacemaker. During the case, a complete heart block was noticed in the patient. When ablating along the "slow pathway," the patient took a deep breath, and the 4mm navistar ablation catheter had moved for a split second. They immediately came off ablation, and it was noticed on both the carto 3 and recording system monitor that the patient had 3 atrial contractions to 1 ventricular contraction. The complete heart block was confirmed via the carto 3 and recording system monitors and pacing maneuvers. The medical intervention initially administered to the patient was isuprel and atropine, but the patient was still in heart block. A pacemaker was being implanted in the patient at the time of the call. The patient was reported to be in stable condition. It is unknown if the patient required extended hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. All the physician said was that they would give it an hour to come back before they do anything else. The patient outcome of the adverse event was unchanged when the biosense webster, inc. (Bwi) representative left and did not stay for the pacemaker implant nor was the rep involved in the follow up of the patient to know what happened.